Event description:
Additional information received reported that the patient was still having concerns, and was waiting for a surgery date.

Event description:
It was reported the patient experienced a shocking or jolting sensation starting at night on (B)(6) /2012. The reporter stated there is no known accident or incident related to this complaint. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# v846377, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).